Event description:
It was reported that during a dialysis catheter placement procedure, the tunneler sheath was allegedly broken at the tip side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The photos shows a clinician holding a tunneler sleeve. A split was noted migrating from the tip of the sleeve. Therefore, the investigation is confirmed for the reported fracture issue. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The photos shows a clinician holding a tunneler sleeve. A split was noted migrating from the tip of the sleeve. Therefore, the investigation is confirmed for the reported fracture issue. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a dialysis catheter placement procedure, the tunneler sheath was allegedly broken at the tip side. The procedure was completed using another device. There was no reported patient injury.